Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported a jaw broke off in a patient during a laparoscopic chole. The patient was stable/ no issues medically. There was a retained object, objective seen though abdominal x-ray and the piece was recovered, but not specified how. The results of the x-ray: found piece. Procedure was completed but it was much longer than intended due to having to find the instrument. No additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): one (1) sp94-8491 device was returned for evaluation. Evaluation of the device by the product engineer and the quality engineer confirmed the reported failure. Visual inspection of the device revealed that the jaw link (part 92-1348) that holds the jaw parts together was stretched open and pin which connects jaw to the actuating rod fell out. A review of bd¿s records revealed that the device is 3 years old and has been in the customer¿s possession for that time. The device appears to show wear. It is unknown how the device has been handled during use, or how many usage and re-processing the device has undergone during that time. The device appears to have been overstressed through excessive force for the link to the jaw part to have weakened and break. This link part had previously been improved. The last improvement was a change in october 2011 to strengthen the link part 92-1348 to maximize the material strength. This device was made after that change therefore some type of force was applied in order for the jaw part to be stretched open and pin to fall out (possible over torqueing, clamping down on something not intended for use in a twisting motion or some other type of mishandling during use). The root cause of this reported failure is due to mechanical overstress. A review of the device history record did not reveal a non-conformance. The device passed all acceptance criteria for release. Conclusion(s): customer ¿ mechanical overstress the device appears to have been overstressed through excessive force for the link to the jaw part to have weakened and break. It has been recommended to review the product information IFU (B)(4) in particularly the warning, cautions, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.